Event description:
It was reported that pump experienced malfunction alarm with code malf 0. There was no reported impact to the customer¿s blood glucose level. Customer performed reset without recording fault information. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.